Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and reported events could not conclusively be determined. The account submitted a log file for review. The system controller event log file contains data from 03aug2020 at 17:02:57 through 08aug2020 at 15:59:29. Low voltage advisories and hazard alarms were captured between (B)(6) 2020 at 17:49:40 through 18:17:14, which appeared to be the result of the 14v li-ion batteries being run below the low voltage threshold. Low flow events were captured from (B)(6) 2020 at 3:14:24 through 3:19:45. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Beginning on (B)(6) 2020 at 15:56:39, 0 flow was captured throughout the end of the log file. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient expired on (B)(6) 2020. The heartmate 3 lvad, serial number (B)(6), was not explanted. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of heartmate 3 lvas. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16apr2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the leading perfusionist called the hotline because they found the patient lifeless in their room and the patient expired. Log file analysis was done to check for technical issues and the data showed no anomalies, the device performed as expected and the alarm messages displayed as expected. From 2:45 am to 3:07 am the log file recorded some suction events with an increased pi. At 3:10 am there was a sudden decrease of all parameters that occurred and the flow nearly reached 0. Alarm messages displayed accordingly.